Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA is not required at this time.

Event description:
Material no.: unknown. Batch no.: unknown. It was reported that during use of the unspecified bd syringe the needle separated from the hub of the syringe and stayed inside of the patient. The following information was provided by the initial reporter: consumer reported that she was injecting her husband for testosterone shot and the needle stayed inside the patient. They heard a pop and the entire needle came out of the hub. They went to ER, needle was seen on xray but it could not be removed. Doctor advised to wait and see if any discomfort arises and the body should expel it but they might go back for an ultrasound. She did not have product information on hand but could when she gets home to see box. Actual device was discarded but representative samples from box are available. Caller mentioned that she would like to have a call about their options at this point. I advised her to follow doctors recommendations foremost.